Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure, on (B)(6) 2008, in order to treat pelvic organ prolapse and mesh was implanted. It was reported that the patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat rectocele and vaginal mesh erosion. It was reported that the patient had the concurrent procedures of a posterior colporrhaphy and excision of eroded vaginal mesh performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2008 and mesh, perigee and monarc sling were used. Dates for specific product were not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 03/18/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent mesh explant on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an additional mesh implantation in order to treat stress urinary incontinence with hypermobility of the urethrovesical angle, uterine fibroids with ovarian cysts on (B)(6) 2011. It was reported that during this second mesh implantation, the patient had the concurrent procedures of a robotic total laparoscopic hysterectomy/bso, anterior-posterior repair with perineoplasty and sling procedure performed during mesh implantation. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-01139. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional patient codes: (B)(4)- infection, (B)(4)- bleeding, (B)(4)- urinary/bowel problems additional narrative: it was reported that following insertion the patient experienced infection, urinary/bowel problems and bleeding.